Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose in the past. Customer's blood glucose was unknown during this incident. The details of the hospitalization were not provided at the time of the call. Customer also reported receiving a no delivery alarm during a manual prime. Troubleshooting found insulin did not exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. Customer was advised the insulin pump was working as designed. The customer declined to return the insulin pump for analysis.